Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of a really bad bruise and lips being described as extremely swollen are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labelling: precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies". Adverse events: "the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: "serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsa ids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks".

Event description:
Injecting healthcare professional reported 4 days after injection with one syringe of juvederm ultra plus xc in the lips, the pt's lips became "extremely swollen" and the "corner of the bottom lip is discolored". Treating healthcare professional added that the area is "necrotic" and believes the pt has a "clot in the lips". Pt has been provided the antibiotic rocephin and keflex. Additional info from the healthcare professional indicated that there was no necrosis and "clot in the lips" observed after all, and that the pt was just experiencing a "really bad bruise". Nothing black was observed and nothing had to be surgically attended to. The symptoms have "greatly improved" and pt has been described as "doing really well".